Event description:
The customer's father reported via phone call that the customer had a button error alarm on the insulin pump. Caller stated that there was no response from any button. The battery was also changed but the anomaly persisted. Buttons were not pressed for longer than 3 minutes. Insulin pump was not bumped or dropped. Insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.